Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the flapper valve was damaged and the lock collar was cracked. The obturator and inflation syringe were not received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. Records from each manufacturing lot are thoroughly quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken flapper valve and cracked lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic cholecystectomy procedure, the device worked fine initially, but then the valve did not work, causing pneumoperitoneum leak. The procedure was completed with another device. The status of the patient is no problem.